Manufacturer narrative:
(B)(4). Event year: 2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the "clips were loose" were unformed clips falling from the jaws of the device without being fired? Or did the device fire malformed clips (unformed, scissored, malformed)? If yes, were the clips loose and would not hold onto the vessel? If yes, did any clips fall off of the vessel? When the "product was blocked" was the device locked-out (would not fire)? Or was the device locked on a vessel or tissue and would not open? If yes, how was the device removed from the vessel? If yes, were the device jaws eventually able to be opened?

Event description:
It was reported that during a cholecystectomy, the clips were loose and the product was blocked. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p9255v. Device analysis: the analysis results of the er320 found that it was received with the lockout mechanism prematurely activated. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the lockout was broken during analysis. Upon testing, the device was cycled, fed, and formed the remaining 18 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted with the internal components that would have been caused the premature lockout. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.